Event description:
Event description guidant received information that this chronic right ventricular (rv) pacing lead exhibited oversensing and a loss of pacing while tightening the setscrews on the defibrillation lead's high voltage legs during the implant procedure. The rate/sense portion of this new defibrillation lead was surgically abandoned. A guidant technical services consultant discussed that this implant situation should not affect sensing, and suspected that the rv pacing lead was being tapped or bumped to create a false signal. The oversensing and loss of pacing issues were resolved during the implant procedure. The physician accepted technical service's explanation, and the procedure was successfully completed. Guidant received new information that this chronic rv lead continued to exhibit noise, oversensing, and loss of pacer output.